Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient presented with chest pain. The target lesion was 80% stenosed and located in the proximal right coronary artery (rca). The lesion was 14.0mm long and had a reference vessel diameter of 3.00mm. Following predilatation, a 3.00 x 20mm taxus express2 drug eluting stent was deployed. The result was 15% residual stenosis. The patient was discharged on aspirin and clopidogrel. The patient reported intermittent chest pain at the 30 day follow up, and reported no further chest pain at the 90 day follow up.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.